Manufacturer narrative:
PMA/510(k) # k160229. Device evaluation: 1 unit of lot: c1855875 of echo-hd-22-ebus-p was returned opened in its original packaging. The device involved in the complaint was evaluated in the laboratory on 15 dec 2021. The distal end of the needle was found to be broken. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number: c1855875 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1855875. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion during the puncture attempt as per answer to q.21 of the additional questions ¿needle broke trying to penetrate mucous membrane. Resistance to insertion into the mucosa (I was probably in a tracheal ring)¿. Another possible root cause could be attributed to a combination of difficult target site, tortuous anatomy and device being used in a flexed or twisted position as per additional information. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. An additional procedure was required to remove the piece of needle broke using standard scope & biopsy forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the device evaluation on the 15-dec-2021 and completion of the investigation and an update to the investigation conclusions on 22-dec.

Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This morning we sent cook a declaration of vigilance concerning an incident that occurred in a bronchial endoscopy room during an act. Indeed, the echotip ultra g53408 type needle has broken! The doctor managed to remove the piece of needle, we keep it at your disposal for a possible expertise. Due to the seriousness of the incident and while awaiting your opinion, we prefer to return the needles that we have in stock, ie ten, to you in order to obtain a credit. Especially since we have just changed supplier during our very last call for tenders. Please tell me the procedures to follow for the needle affected by the incident and those in our stock. "As per cc form": the needle broke at the time of the puncture, it remained blocked at the level of the parenchyma. The piece of the needle was recovered with a standard endoscope and biopsy forceps device is available to be returned for an expertise. A section of the device did remain inside the patient¿s body. A piece of the ebus needle remained blocked at the level of parenchyma. Doctor removed the piece of the needle with a biopsy forceps & standard scope the patient did require any additional procedures due to this occurrence. The doctor removed the piece of ebus needle which was blocked at the level of parenchyma with a standard scope & biopsy forceps according to the initial reporter, the patient did not experience any adverse effects due to this occurrence are images of the device or procedure available? No. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end / distal end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? Ultra needle used. If no, please specify where the damage is located: needle tip. Was gaining access to the target site difficult? Yes. Was the device used in a tortuous position? Yes. Was puncture of the target site difficult? No puncture performed, the needle broke trying to penetrate mucous membrane. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.) 4r mediastinum. If the lungs, which lymph node was being targeted? 4r, please describe the size of the intended target site. N/a. If not with the device in question, how was the procedure performed and/or finished? Was the device damaged in packaging prior to removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Did the patient require any additional procedures as a result of this event? Yes, additional procedure was required to remove the piece of needle broke using standard scope & biopsy forceps. What intervention (if any) was required? Removal of piece of needle broke with scope & biopsy forceps. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Procedure performed the same day, were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Pentax. Was resistance felt while inserting the device through the scope? No insertion, needle broke trying to penetrate mucous membrane. Resistance to insertion into the mucosa (I was probably in a tracheal ring). Was the scope recently serviced / repaired? N/a. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? When trying to penetrate mucous membrane. Was the syringe used during the procedure, after the stylet was removed? No. Was difficulty experienced while retracting the needle? Needle broke. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Needle broke. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? N/a. How many samples were obtained (passes completed) with this needle? No. Sample no puncture, the needle broke when I was trying to penetrate mucous membrane. Did any section of the device detach inside the patient? Yes, if yes, please specify: needle broke on distal part. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Needle & scope used in a tortuous position. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Yes probably.